Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the consumer reporting that there was a loss of stimulation and a loss of therapy. For the last couple of days (since (B)(6) 2017) the stimulator will not even come on any more. The implantable neurostimulator (ins) battery did have charge according to the patient. There were no related falls or traumas.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient didn't feel stimulation when they turned it on using the programmer. Patient also reported that after they turned off stimulation the next day, while working bent over on a car they felt stimulation turned on and it was in the correct location. Patient said that he turns stimulation off during the day a couple times. Patient was directed to try using the recharger to turn stimulation on/off to confirm whether issue was with the programmer or not. Patient did not have accesss to equipment at the time and will call with an update after he gives this a try.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.